Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported physical resistance (anatomy) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the griper actuation issue and the physical resistance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The annulus was noted to be calcified. The first clip was successfully deployed. The second clip delivery system (cds) was advanced to the mitral valve; however, the clip interacted with the chordae. Troubleshooting was performed, and the clip was freed. While grasping the leaflets, the gripper arms could not be raised. Troubleshooting was performed, but the grippers could not be raised; therefore, the clip was not implanted, and the cds was removed. A new cds was used to complete the procedure. Two clips were implanted, reducing mr to 3+. On (B)(6) 2019, the patient died due to respiratory failure. The clips remain stable on the leaflets. It was noted that the patient had a small mouth, causing intubation to be challenging. The physician inadvertently scratched the patients throat. Afterwards, the patient could not eat and experienced throat pain. The physician stated that the clips did not cause or contributed to the patients death. No additional information was provided.